Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The serial number of the lead is not known and the patient was never registered with the lead. The patient had a competitors device implanted with a medtronic lead. The death happened 2 years ago and no reasonable contacts are known for follow up at this time.

Event description:
It was reported by the patient's family member that the patient had expired approximately two years ago due to a sudden cardiac arrest. The patient had a medtronic right ventricular lead with a competitor device. The patient's family member expressed concern over a lead problem, even though the patient's physician said there were no lead issues. No previous complaints, allegations, or contacts regarding the lead have been reported.